Event description:
Device 3 of 3. Ref MFR reports #1627487-2012-06473, 1627487-2012-06474. It was reported, the pt's scs system was explanted due to the pt not receiving adequate pain relief. The explanted product will not be returned to sjm.

Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.